Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. PMA/510k: k111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a histoacryl pack. A thyroidectomy procedure was performed on (B)(6) 2019. Upon opening the package of tissue glue, it was noted that the ampoule had leaked. It was replaced immediately and there was no patient harm. Additional information was not available.

Manufacturer narrative:
Samples received: 1 open pouch (unopened ampoule). Analysis and results: there are two previous complaints of this code-batch regarding the same issue. We manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received one open pouch that contains an unopened ampoule. The ampoule received has been optically evaluated and a defect in the tip of the ampoule was found. Tip is bent. The leakage of the glue occurs at this point. The device history record of this product has been reviewed and no deviations regarding this issue have been found. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.